Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to received information when the ventilator was moved by the customer, the gauss line was crossed. Both front wheels were not locked and it could not be confirmed that the gauss safety line was marked on the floor. According to the information provided by the technician, expiratory cassette compartment was slightly bend in the upper front corner and expiratory cassette was not locking into place. Moreover it was noticed during inspection that internal leakage test failed during pre-use check due to parts being damaged after the ventilator was magnetically attracted to an MRI scanner. Expiratory valve coil was replaced to solve the issue with pre-use check failure noticed during service visit. Also the console unit was very wobbly and therefore console security knob was replaced. Safety valve test failed and to solve the issue inspiratory pipe was replaced. Additionally, internal fan was replaced. The device was delivered to the user in working condition. Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was caused by interaction between the user and device with unintentionally not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.